Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (con) and a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving gablofen (403.0mcg/ml at 403.59mcg), bupivacaine (15.0mg/ml at15.022mg) and clonidine (100.0mcg/ml at 100.15mcg) via an implantable pump. It was reported that the patient developed a fever, redness around the incision site and that the redness was spreading towards her back. The surgical intervention was performed, and the pumpwas explanted on (B)(6) 2026 and discarded due to the presence of an infection. However, the lab results came back negative for infection on all cultures taken. The pump would not be returned. The rep was made aware of the explant when the rep saw the patient for reprogramming of spinal cord stimulation(scs) system on (B)(6) 2026. The patient denied injury. The catheter was tied off and remained in the patient. The catheter would not be returned. The issue was resolved at the time of the report.